Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an internal controller fault alarm on the system controller, serial number: (B)(6), was confirmed via the log files. The system controller event log file was reviewed, and at 15:42:51 on (B)(6) 2026 a controller internal fault alarm activated, associated with a boost overvoltage fault. The boost overvoltage fault corresponds to a latched signal, which indicates a potential issue in the boost circuit. The boost voltage monitoring circuit prevents boost voltages to keep excessive voltage from reaching the pump. There was no resolution of the controller internal fault alarm found within the log file. The pump maintained a speed within the expected range throughout the log file. The issue could not be reproduced on the returned system controller. The returned system controller performed as intended throughout testing and was able to support a mock loop without issue for an extended period. No alarms were reproduced. Provided information indicates the system controller was exchanged and the alarm resolved. The root cause of the reported event could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including controller internal fault and backup battery fault alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was having system controller fault alarms. Log file review was requested which revealed system controller faults associated with f24 boost_ov controller fault's indicating the system controller was over voltage protection. These faults occurred following pump reset events caused by electrostatic discharge events. It was recommended to exchange the system controller. The system controller was exchanged.